Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate evaluation statement: the complaint device was received and evaluated. The sheath is split into two, two leaf sections and pieces of each leaf are broken off, confirming this complaint. There was very little information provided so it is difficult to determine a root cause at this time. Possible causes would be improper alignment of the sheath inserter, causing the inserter to break through the sheath rather than push on the tab. Off axis insertion would also have a similar breakage outcome. A batch record review for the finished good lot was conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time no further corrective action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
Broken implant. No more information for the moment. Another device was used. No consequences to the patient.